Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked prior to an unknown procedure on an unknown patient. After the product was opened and injected with saline, it was found that the catheter was damaged and began to leak. As a result, the device was not used on the patient. A new like device was opened to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
(B)(6). Initial reporter occupation: unknown. PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 02nov2022, it was reported that leakage occurred on the body of the catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d9. Correction: a2-5, h6 (annex f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
One reported prior to use device was received by cook for evaluation. It should be noted that biological matter was found in the hub. Per preliminary device failure analysis, the flare of the hub was folded, and the catheter leaked at the point where the catheter goes into the white cap. No other damage was noted to the body of the catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation on 31oct2022, cook china received a complaint from qingdao yuan bo billion trade co., ltd. Regarding an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh, lot: 14362548). Leakage at the junction of catheter was discovered during the prepping process. The procedure was completed by using another new device. No adverse effects were reported. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, as well as a visual inspection, functional test and dimensional verification of the returned device, were conducted during the investigation. One used device was returned for evaluation. On initial assessment, it was confirmed that the device passed the gap gauge requirement. Upon a visual examination, a section of the flare was found to be visible when looking into the lumen of the mac-loc adaptor. The adaptor was then disassembled from the cap, and the flare was found to be torn. Based on the damage to the flare, it was determined that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for lot 14362548 and relevant sub-assembly lots found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. An expanded search was conducted, and all lots manufactured by the same flaring operator and proximal assembly operator were reviewed. Six total complaints for leakage were identified, and the corresponding lots were placed on stop ship. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: how supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered from a review of the returned devices suggests that the device was manufactured out of specification. Review of the DHR suggests that there are additional nonconforming devices in the field but not in house. Containment was performed on related lots. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a manufacturing deficiency contributed to the reported event. The appropriate manufacturing department was notified of this discovery. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.